Event description:
Voluntary medwatch received states that the right ventricular lead exhibited decrease r-wave amplitude measurements and low pacing impedance were observed. Additionally, review of stored device memory noted evidence of noise. It was also noted that the rv lead was connected to the lv port and the competitor lead was connected to the rv port. No adverse event was performed and the lead remains in service.